Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between implant and explant date. (B)(6) 2024, through (B)(6)2025, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to excessive glare. The iol was replaced with a non-johnson and johnson lens model invista inspire 14.0 diopter. There were no patient injuries such as capsule tear, vitrectomy, incision enlargement or sutures. There were no prescribed medications required to prevent permanent injury. The patient¿s outcome was reported as doing well. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 3, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint intraocular lens (iol) was received. Visual inspection revealed the lens was received coated in viscoelastic residue and with a detached haptic. The lens was cleaned and inspected revealing no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.